Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the first recapture the valve appeared folded. The valve was deployed and a balloon aortic valvuloplasty (bav) was performed. An angiogram indicated moderate to severe aortic insufficiency. A second bav was performed with a larger balloon. The aortic insufficiency did not change so a second transcatheter bioprosthetic aortic valve was implanted, valve-in-valve. After implant, the valve appeared folded and a bav was performed three times. The insufficiency improved to mild/moderate with paravalvular leak (pvl) on the non-coronary cusp. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.